Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Reportedly, the customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed. Subsequently, it was reported that the pump touch screen was unresponsive. Reportedly, the pump functioned as intended during troubleshooting with tandem technical support. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose level was 180 mg/dl.